Event description:
An unknown size aneurx bifurcated stent graft with xpedient delivery system and its components were inserted into a pt for the endovascular treatment of an abdominal aortic aneurysm in 2004. Aneurysm morphology is unknown. The vessels were small, frail, and moderately calcified but not tortuous. It was reported that upon final review of the abdominal aortogram an endoleak was demonstrated. An angioplasty balloon was placed and inflated. It was reported that upon the second abdominal aortogram the pt's vessel was found to have been dissected. The pt's blood pressure dropped and the pt was resuscitated. The decision was made to convert the pt to open surgical aneurysm repair. It was reported that the physician stated that there was no device failure. It is reported that the pt is fine. No additional sequelae were reported.